Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported complaint of ¿door sensor¿ was not reproduced. A review of event history log revealed as door jammed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be hook setup. The hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'had an issue with the door sensor' was reproduced. A review of event history log revealed as door jammed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing hook setup. The hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.